Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt experienced overstimulation with a warming and tingling sensation while passing through a theft detector sys at a store. The pt indicated that stepping away from the theft detector stopped the symptoms. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. Please see MFR # 3004209178201000267.